Manufacturer narrative:
Based on the information received the event was due to a procedural mis-sizing. Based on this information there are no device related deficiencies and no further investigations are required. The root cause is a procedural issue: mis-sizing. Device not available

Event description:
On (B)(6) 2019 a patient received a pvs25 sutureless aortic heart valve as part of an avr. The manufacturer was notified of the following. It was a 1st case of a proctorship. Proctor sized a large. Upon deployment, due to the crowding of the leaflets, the valve was removed, sized again and a medium perceval was implanted. Toe showed pvl. Further investigation upon reopening identified some calcium that wasn't debrided thoroughly. The m perceval was then redeployed successfully. Patient in sinus rhythm. Recovering well.